Manufacturer narrative:
The customer¿s report of tubing leaked at the injection ports was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in no leaking the root cause was not identified.

Event description:
It was reported that the extension tubing leaked at the injection ports. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that extension tubing leaked at the injection ports.